Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days. The patient remains on-going on vad support; the pump is not available for evaluation. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced post-operative anemia and gastrointestinal (gi) bleeding. The patient's hemoglobin was 7.2 g/dl. The patient received 2 units of packed red blood cells. Esophagogastroduodenoscopy and a capsule study showed hemorrhagic antral gastropathy, with oozing of a small amount of blood. There was no sign of active bleeding in the small intestine and no sign of arteriovenous malformation. The patient's anticoagulation regimen at the time included aspirin and warfarin. On (B)(6) 2016 the patient's hemoglobin was 10.1 g/dl and the gi bleeding event was reported to have resolved.